Manufacturer narrative:
(B)(4). This complaint for a report of use error, failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding an incomplete prime which occurred on the homechoice (hc) during use. The line was not properly primed. There were no patient line extensions in use. The patient was connected at the time of the observed air and was in initial drain. The patient had not disconnected prior to the air. All of the bags were properly connected. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) had left the clamp closed on the patient line and a clamp open on an unused supply line. The technical service representative assisted with ending therapy so that the hp could start over with new supplies. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.